Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to the patients concern of the device. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure non-penetrating nick, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to the patients concern of the device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to the patients concern of the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.1., d.4., h.4., h.6., h.11.

Event description:
Healthcare professional reported, right side rupture. And exchange from textured to smooth, due to the patients concern of the device. The device has been explanted.